Manufacturer narrative:
Additional information was received that the device was reprogrammed and a revision was performed. During the revision the lead was replaced.

Event description:
A report was received that the patient had high impedances on both leads due to a suspected lead fracture. The physician plans to perform a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial/lot: (B)(4). Description: infinion 70 cm lead kit model: sc-3400-30 serial/lot: (B)(4) and (B)(4). Description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had high impedances on both leads due to a suspected lead fracture. The physician plans to perform a revision.